Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n445290, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4)implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) reported that the patient's device was broken and had not been working. It was noted that the battery was dead. The patient was on plavix and could not have the device removed. At the time of the report, the patient was in the emergency room (ER) due to a stroke. An MRI of the brain and c-spine was needed. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received from a healthcare professional reported that the patient did not have a stroke. The actions/interventions to resolve the depleted battery were not determined by this facility as the patient had been transferred from another hospital.